Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated they were unable to press any buttons on the insulin pump. Customer's blood glucose was 6.6 mmol/l. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.